Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that blood glucose readings were both higher and lower than cgm readings and reported the following discrepancy: that the cgm was reading at 107 mg/dl and the blood glucose meter was reading 170 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.